Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: brown particles / calcification-like yellow particles in the surface of the shell, brown particles in the fill channel, crease fold, wear abrasion, and an opening. Leak test was performed and identified an opening on anterior. A microscopic analysis was performed which identified a smooth crease opening on anterior and a striated opening on anterior side. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a smooth crease opening on posterior assessed as fold flaw opening and a striated opening in the anterior side assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "rupture". Additionally, healthcare professional reported "crease/folding of implant." Device has been explanted.